Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4; corrected.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip with signs of activation. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation functions were activated using the hand controls and foot pedal, the electrode worked as intended for the ablation and coagulation functions using both activation methods. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was not received in original packaging, the tip had signs of use with tissue debris around the active tip and in the suction holes, saline residue was visible in the suction tube. The device passed the electrical testing but failed the flow rate functional testing. The suction failure was further investigated by subjecting the device to both positive and negative pressure. The combination of these tests was unsuccessful in clearing the blockage. The blockage was caused by a buildup of tissue debris at the distal end of the device. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. From internal investigation performed on the returned complaint device, were able to confirm the customer reported event that the electrode suction was clogged and did not work any longer. The device was found to fail flow specifications both prior to and after activation due to a build-up of tissue debris at the distal end of the electrode which could not be cleared during testing at atl UK. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. No manufacturing defect was found with the returned device. The product instructions for use (IFU) cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The suction failure mode has been reviewed against the systems risk assessment document, the highest identified risk for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irrigant flow. Risk matrix line applies. Resulting in reduced visibility & increased procedure time - patient under anesthetic extended period of time. The severity risk category is 'minor'- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre-mitigation risk and a post mitigation risk are stated, which is 'minor' and 'frequent' and rated as low as reasonably achievable (alra). In the last 12 months a total 70,872 individual tripolar electrodes were shipped. A review of our complaint records over the last 12 months to assess the frequency for this failure mode shows this reported defect to be of low occurrence with 11 confirmed failures where the device suction has become blocked by tissue debris including this complaint device which is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the suction on the device was clogged and did not work any longer after five minutes of use. It was further reported that cleaning the tip did not help. Another like device was used to complete the rest of the procedure for about an hour. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.